Event description:
Device issue: tip separation. Time of device issue: during the procedure. Adverse event: foreign body/inpatient. Onset of adverse event: during the procedure. It was reported that the spartacore wire was being used as an exchange wire in the subtotal occlusion in the posterior tibial artery. When the spartacore wire was being removed from the pt, resistance was felt. Add'l force was applied to remove the guide wire from the pt anatomy. After the spartacore was removed, it was noticed that 5 centimeters of the guide wire tip had separated and remained in the pt's vasculature. No intervention was performed. There were no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.